Manufacturer narrative:
Follow up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain/cramping and abnormal bleeding (understood as genital haemorrhage). Plaintiff underwent a hysterectomy. The events are listed in the reference safety information for essure. Pelvic, abdominal, back or uncharacterized pain and abnormal genital bleeding/menses pattern changes may occur with essure therapy. Considering the plausible temporal relationship between events and essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain/ cramping") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control;: depo from 2004 to 2005. Concurrent conditions included blood pressure high and fractured wrist. In 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced alopecia ("hair loss") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"). In (B)(6) 2011, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced uterine leiomyoma ("uterine fibroids"). In (B)(6) 2012, the patient experienced tooth delamination ("dental problems : enamel on teeth where cracking") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dental caries ("tooth decay"). The patient was treated with ibuprofen, surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain, abdominal pain, genital haemorrhage, menorrhagia, alopecia, dental caries, dysmenorrhoea, vaginal haemorrhage, vaginal infection, uterine leiomyoma, tooth delamination and weight increased had resolved. The reporter considered abdominal pain, alopecia, dental caries, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, tooth delamination, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal infections, salpingectomy (bilateral removal of fallopian tubes), dental problems, dysmenorrhea (cramping), pain, weight gain, hair loss, other injury(ies) or complication (s) please describe: uterine fibroids added as events. The patient, product and reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a unspecified age plaintiff in united states on 07-sep-2016 who had essure (fallopian tube occlusion insert) inserted in 2009 for birth control. After the implant, plaintiff began suffering from severe abdominal pain and cramping, abnormal bleeding, prolonged menses, hair loss, and tooth decay. However, at the time, neither plaintiff, nor her healthcare providers attributed her symptoms to the device. She sought medical attention for her complications. On or about (B)(6) 2015, plaintiff underwent a hysterectomy. Following the hysterectomy, she suffered a long and painful post-operative recovery. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain/cramping and abnormal bleeding (understood as genital haemorrhage). Plaintiff underwent a hysterectomy. The events are listed in the reference safety information for essure. Pelvic, abdominal, back or uncharacterized pain and abnormal genital bleeding/menses pattern changes may occur with essure therapy. Considering the plausible temporal relationship between events and essure insertion and the lack of alternative explanation, a causal relationship between them cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.